Event description:
The patient reported he sought medical attention on (B)(6) 2025 at the emergency room (ER). He needed medical attention due to an issue with his pod, as his blood glucose levels were high and not responding to the insulin he was administering. He began feeling thirsty, tired, nauseous, and started vomiting, prompting him to visit the ER. At the ER, the pod was removed, and he noticed the cannula was kinked or bent. The visit lasted about four hours. The patient did not receive a diagnosis but was treated with intravenous (IV) fluids, a 10-unit insulin injection, and nausea medication. He reported that his dexcom was reading "high" and that he received an automated delivery restriction alert on his omnipod 5 app. The pod was worn between 4 and 24 hours on the leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.